Event description:
On 12/19/77, rptr had augmentation mammoplasty with silicone gel implants. When possible safety problems with these implants were reported in 1991, rptr became concerned. Although subsequent exams by three surgeons revealed no evidence of implant rupture, she chose to have the implants removed. During this surgery, on 6/24/93, both implants were unexpectantly found to be already ruptured. This necessitated the removal of both scar tissue capsules. Also, a mammogram revealed a small silicone granuloma in the left breast which the surgeon was unable to remove.